Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated that the device worked after testing with a new battery and no product will be returned. A replacement battery is being sent to the customer.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming testing, the device?s screen turned completely white and was illegible and would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.